Event description:
According to the initial information received, a 9mm amplatzer duct occluder (ado) was successfully implanted in this (B)(6), female patient. Soon after, it was found to have embolized to the left pulmonary artery during the procedure. The defect had been sized using fluoroscopy. The ado was recovered percutaneously with a snare. The patient underwent surgical repair of the defect. The ado is expected to be returned for analysis. Additionally, imaging and records were requested. When further information becomes available, an updated report wil be submitted.

Manufacturer narrative:
Image review: according to agas medical consultant the following observations were made this (B)(6) year-old female patient was found to have a large pda and received a 16/14mm ado which embolized while the patient was still in the cardiac catheterization laboratory. The ado was snared, removed and the patient was referred to surgery. One dvd containing images of the pda and procedure was provided for review although the images were not as clear as usual. No information about the size and measurement of the pda was available. The images revealed a large and complex window-type pda with minimal tapering toward the pulmonary artery. The pda could not be measured by agas medical consultant since no information about the size of the catheter was provided. After the ado was deployed, the lobe appeared to withdraw inside the pda although the disc remained in position initially closing the pda. An angiogram performed after deployment showed significant shunting through the ado. Shortly thereafter, the ado embolized into the left pulmonary artery. Subsequent images showed the ado being snared and removed percutaneously. Analysis: the 16/14mm ado was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and deployed without incident. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: according to agas medical consultant, the following conclusions were drawn: the embolization occurred due to undersizing. The position of the deployed ado, followed by significant shunting through and around the edges of the ado were indicative of a large and complex pda.